Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with hysterectomy due to pelvic organ prolapse. Following insertion, the patient experienced pain, recurrence, dyspareunia and urinary problems. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary incontinence, vaginal bleeding, vaginal itching, vaginal discharge, and frequency. It was reported that patient underwent mesh revision on (B)(6) 2014 by (B)(6) due to mesh erosion. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh and bard adjust were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.